Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the affiliate that the h2tuv had no function and emitted noises. Another instrument was used to complete the case. There was no consequence to the pt.